Event description:
It was reported that the stylet seemed to be thin at the distal end and would not hold the lead in a j position. The stylet was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: stylet the stylet was returned and analyzed and no anomalies were found. The stylet was bent and appeared to be damaged at implant.